Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h3, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed, and/or aging degradation. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the lid was cracked and replaced it. The equipment was repaired and verified according to original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the endoscope reprocessor had multiple cracks on the outer edge of the lid causing fluid to leak. The customer further reported the edge guard needs to be replaced and there is a crack on the grey push plate. As reported, there was no death, injury, or infection due to this occurrence.